Event description:
The customer reported via phone call that she had been hospitalized three times due to diabetic ketoacidosis. The customer reported that her blood glucose level was over 600 mg/dl at the time of one hospitalization. The customer stated that she did not think her insulin pump was functioning properly. During troubleshooting, the customer requested that the device be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.